Event description:
The device was returned in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was evaluated by a third-party repair center technician who confirmed the device had visible degraded foam particles. The evaluation results were recorded and the device was scrapped. No further investigation required at this time.

Manufacturer narrative:
On previously submitted report, conclusion code grid in box h was incorrect. Section conclusion code grid in box h has been updated/corrected in this report.